Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the left ventricular lead exhibited a loss of capture. The lead was explanted and replaced. The patient was in stable condition.